Event description:
Dealer stated that the tdxsp-mcg power chair was having a tilt recline issue. Issues with the tilt recline create the potential for the user to become stranded in a tilted position.